Event description:
This report is to advise of a needle fracture noted during analysis.

Manufacturer narrative:
One brk transseptal needle was received for evaluation. The stylet and tip were also returned. The distal tip of the needle assembly had been fractured and detached 0.5¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured needle remains unknown.